Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 1 of 4 mdrs filed for the same event (reference 1825034-2014-04817 / 04821)

Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2007 and a left total hip arthroplasty on (B)(6) 2008. Legal counsel for patient further reported patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, loss of range of motion, and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. The acetabular cup remains implanted and was not revised.

Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2007 and a left total hip arthroplasty on (B)(6) 2008. Legal counsel for patient further reported patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, loss of range of motion, and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified additional information received in patient operative (op) notes dated (B)(6) 2014 reports patient was revised on the left hip due to pain, disability, and antalgic gait. Revision op report notes the presence of cloudy, metallic-stained fluid; necrosis; and destruction of the abductors. The modular head and taper insert were removed and replaced. Additional information received in patient op notes dated (B)(6) 2014 reports patient was revised on the right side due to adverse soft tissue reaction, pain, and pseudotumor. Revision op report notes the presence of gray fluid and necrotic tissue. The modular head and taper insert were removed and replaced.